Event description:
The customer contacted physio-control to report that their device will just completely shut off randomly when moving. Finally, when the monitor is picked up or leaned back to view the screen it powers off. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Unrelated repairs were made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will just completely shut off randomly when moving. Finally, when the monitor is picked up or leaned back to view the screen it powers off. There was no patient involvement reported with the event.